Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose reading was 190 mg/dl. Customer's most recent blood glucose was 79 mg/dl. Nothing further reported.